Event description:
As reported by the (B)(4) registry, a type c dissection occurred following pre-dilation and the operator reported retrieval difficulty of the angioguard. Pta was performed on a lesion at the bifurcation of the right common carotid artery of 15mm in length in an unknown vessel diameter. The arch I lesion was mildly calcified. A 5mm medium support angioguard embolic protection device was deployed and the lesion was pre-dilated after which a type c dissection occurred. Three stents were then deployed, a 10x40mm precise pro rx , an 8x30mm precise pro rx and an 8x30mm precise pro rx. The residual diameter stenosed measured 0% and the final dissection grade was 0. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day.

Manufacturer narrative:
As reported by the (B)(6) registry, a type c dissection occurred following pre-dilation and the operator reported retrieval difficulty of the angioguard. Pta was performed on a lesion at the bifurcation of the right common carotid artery of 15mm in length in an unknown vessel diameter. A 5mm medium support angioguard embolic protection device was deployed and the lesion was pre-dilated after which a type c dissection occurred. Three stents were then deployed, a 10x40mm precise pro rx , an 8x30mm precise pro rx and an 8x30mm precise pro rx. The residual diameter stenosis measured 0% and the final dissection grade was 0. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patients medical history includes hyperlipidemia, clinical copd, history of smoking, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. (B)(4). The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported withdrawal difficulty. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
An 8x30mm precise pro rx and an 8x30mm precise pro rx stents. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.